Manufacturer narrative:
Investigation: one photo was provided for evaluation. The plastic hub has two needles; one is assembled to the plastic hub and the other one is attached to the plastic hub outside wall; therefore failure mode is verified. A mis-assembly at the cannulation operation causes a double cannula. A needle misses the hub, and falls on to the adjacent needle on the rack. If the operator does not see it, the epoxy cures, and the second cannula sticks to the assembled needle. The dvt camera that inspects for epoxy may catch this defect if the defect is on the side facing the camera. It is essentially the responsibility of the assembly associate to monitor for these defects, correct the issue, and remove the affected needles. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that in a bd precisionglide¿ needle there was a secondary needle in the hub of the syringe molded into the plastic. This occurred on 4 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that in a bd precisionglide¿ needle there was a secondary needle in the hub of the syringe molded into the plastic. This occurred on 4 separate occasions but the date/time and or patient information is unknown.